Manufacturer narrative:
Additional information was received that the patient mentioned in this report is not a patient of bsn.

Event description:
A report was received that the patient will underwent a pocket revision. The reason for the revision is unknown at this time.

Event description:
A report was received that the patient will underwent a pocket revision. The reason for the revision is unknown at this time.